Event description:
It was reported that the customer woke up in the middle of the night with low blood glucose levels. The blood glucose reading was 35 mg/dl, and the insulin pump showed that a bolus of 10 units of insulin had been delivered. The customer stated that this was the maximum bolus amount. She stated that she had been asleep and did not remember anything at all. She complained of feeling like "the walking dead" and stated that she felt lucky to be alive. She noted that the sensor was sometimes annoying, as it would sometimes beep, alerting a low sensor glucose, when she did not have low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.